Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that patient faced three infusion set cannula fell off events while sleeping. No further information available.

Manufacturer narrative:
Device 2 of 3. E1:(B)(6). Patient country: spain.